Event description:
It was reported that there was a patient need a reprogramming on (B)(6) 2014 and the manufacturer representative (rep) saw the patient on (B)(6) 2014. Although it was reported as (B)(6) 2014, the information reasonably indicates that it was (B)(6) 2015. The rep informed the healthcare provider (hcp) that the paresthesia pattern was correct without relief. The rep tried a few other settings but the paresthesia coverage with either wasn¿t adequate or it made the pain worse. The patient had fallen at least five times in the last six months. The last fall was (B)(6) 2014. The patient noted that after that fall, the patient felt like the implantable neurostimulator (ins) had moved down and medial in the right buttock. The patient felt this was causing pain from the ins site of the implant, at the right buttock to the bottom of their foot. The pain was worse if they lay or sat and the ins got touched. Another change since the fall was that the spinal cord stimulator (scs) no longer helped their pain, although they got paresthesia in the correct areas. The patient was to return to the hcp in one month after the report for follow-up and planning the course of action. Diagnostic testing was done which included impedance testing and reprogramming. The product appeared to be mechanically functioning without an incident. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event which included pain and less than 50% therapy relief. The patient felt that the ins had moved. The location of the issue or symptom was at the device pocket, right side implant; from the ins site in the right buttock down the leg to the bottom of the foot. The rep did reset the orientation. For the follow-up in one moth there would be possible x-rays or revision of the ins pocket discussed. It was later reported that the patient was scheduled for scs explant on (B)(6) 2015, so that they could be sent for a lumbar MRI. Information regarding the explant and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that there was no device issue evident. The manufacturer representative spoke to the patient¿s husband on march 10. The patient was doing very well and their leg and hip pain was resolving. The healthcare provider (hcp) felt that it was not a device issue but a location of the implantable neurostimulator (ins) issue.